Manufacturer narrative:
A partial lead with the pin measuring 53.1 cm was returned for analysis. External insulation abrasion was noted at 7.5 - 8.4 cm and 44.4 - 44.5 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead had externalized conductors. The patient presented in the operating room for lead extraction. The lead was explanted and replaced. Patient was stable post procedure.